Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that unspecified bd connecta experienced 6 cases of free/unrestricted flow, 20 cases of leakage, 5 cases of loose/separated/detached stopcocks/caps, and 3 cases of kinked tubing. The product defects led to a serious injury with the patient requiring medical intervention. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that the clinician encountered occurrences of free or unrestricted flow (6), leakage (20), stopcock inadvertently disconnects from mating component (5), and tubing kinked (3). Additional information: "infusion of anaesthetic drugs to reduce the required sedation.".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd connecta experienced 6 cases of free/unrestricted flow, 20 cases of leakage, 5 cases of loose/separated/detached stopcocks/caps, and 3 cases of kinked tubing. The product defects led to a serious injury with the patient requiring medical intervention. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that the clinician encountered occurrences of free or unrestricted flow (6), leakage (20), stopcock inadvertently disconnects from mating component (5), and tubing kinked (3). Additional information: "infusion of anaesthetic drugs to reduce the required sedation."